Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to detect insulin drops exit the infusion set tubing during the fill tubing process. The customer changed the cartridge and infusion set to resolve issue. Reportedly, the customer was able to complete the load process successfully. The customer's blood glucose level was 109 mg/dl.